Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the back therapy electrodes. Patient stated she is allergic to nickel. Rash is red and itchy, but no reports of open or weeping skin. The patient's physician recommended that the patient used a powder on the affected area. During a follow-up, it was reported that the patient's irritation improved.